Event description:
A 22mm x 13mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of a large abdominal aortic aneurysm in a pt in 2001. The diameter of the proximal non-aneurysmal aortic neck was 18-19mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 165mm. The pt was prepped and draped accordingly. The common femoral artery, superficial femoral, and profunda femoral arteries were dissected out. The physician used a cook needle to get access to the right common femoral artery. A wire was then introduced without difficulty. A berenstein catheter was then passed into the abdominal aorta. A cook needle was used to get access to the left common femoral artery and a glide wire was then introduced into the proximal abdominal aorta. A 5-french pigtail catheter was then introduced and multiple angiographic studies were performed. A localization of the renal arteries was identified and then the body of the aneurx bifurcated stent graft was advanced. Another angiographic study was performed and the device was partially deployed and then mobilized to a location distal to the renal arteries. The physician reported that there was good deployment of the stent graft. Distally the limb of the graft occluded the distal neck of the aneurysm into the iliac arteries. The wire came out of the aneurysmal sac and the physician was unable to reposition the wire in such a way to get access to the gate to insert the extension of the graft; therefore, through the same right groin, a cuff extension was used to occlude the opening of the right limb graft. This was done under fluoroscopic guidance and without any difficulty. At the completion of the implant, there were multiple angiographic studies, which demonstrated evidence of an endoleak. A 20mm x 2cm angioplasty balloon was inflated at 2 atmospheres of pressure with a good seal of the iliac artery. Distally there was a good seal at the level of the common iliac artery. Through the left sheath and with the berenstein catheter, 35 x 3mm x 5cm coils were deployed as well as 35 x 15mm x 3cm coils were deployed in the area for the "cul-de-sac of the common iliac artery." At the completion of the embolization, the arteriotomies were expanded and a fem-fem bypass graft was tunnelled with a 8mm dacron graft. The anastomosis was done with a continuous 5-0 prolene suture. Excellent flow and excellent doppler signals were obtained at the completion of the procedure. The pt tolerated the procedure well and was transferred to the room in stable condition. No additional clinical sequelae were reported.